Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced elevated blood glucose (greater than 400 mg/dl) with large ketones considered dangerous by healthcare provider. Manual injections were administered by customer's parents and customer was taken to the hospital emergency room. Customer was treated with intravenous insulin drip and fluids. Customer left the emergency room after four hours with blood glucose at 224 mg/dl. Suspected cause was pump not delivering insulin; however, during successful system check with tandem technical support, contact reported using fiasp insulin in pump cartridge. Tandem technical support reminded contact that fiasp insulin is contraindicated for use with the pump.